Event description:
It was reported that the patient was unable to inflate the ams 700 lgx inflatable penile prosthesis (ipp) due to fluid loss from the reservoir. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.